Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not disengage from the internal push wire when trying to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a15 captures the reportable event of clip could not be deployed.